Manufacturer narrative:
Mml#: (B)(4).

Event description:
The patient reported discomfort at the pocket site since the implantation of the reactiv8 system. The implanting physician reported that the initial placement of the implantable pulse generator (ipg) may not have been deep enough, and that belt-line interactions caused the patient's discomfort. The implanting physician scheduled the patient to undergo revision surgery. The ipg was implanted deeper and moved the pocket lateral as the battery was sitting on top of the iliac crest. The procedure was completed without complications. There was no patient harm or injury. Following the ipg repositioning, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device remains implanted and functional. The device history record was reviewed. No relevant nonconformance's were found that would have contributed to the patient's discomfort.